Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7109999.

Event description:
It was reported that the patient was experiencing inadequate pain relief despite multiple reprogramming. X-ray was taken and lead migration was confirmed. It was also noted that patient was experiencing pain due to the lead migrating all the way down to the ipg pocket. The patient underwent a revision procedure wherein the lead was repositioned back into place. The patient had good coverage postoperatively. The device remains implanted and no malfunction was suspected.